Event description:
The patient called to report a problem with her tandem insulin pump and infusion set. The patient stated today was the second time this specific issue has occurred. The patient stated after starting a new cartridge, and disconnecting and re-connecting the infusion set, somehow, she can't tell which side is up or down and it will fit both ways and there is no indication of which way is correct. The patient stated after a few hours, her blood sugars start going up over 600 within about 1-2 hours with no alerts, only feeling very thirsty. She said she then went to give herself some insulin and felt her side become wet and noticed the set leaking. The patient stated she flipped it over and it fit a little tighter and stopped leaking and was able to deliver insulin. The patient is concerned that this could become a life-threatening situation for anyone, especially if they didn¿t know to check and flip the set. The patient stated a recommendation for the manufacturer could be to put a visual indication and label which side should be facing up.